Event description:
It was reported that the subject device fell into the abdominal cavity and the size of the piece is 1cm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to field (b5) and to provide an update to fields (d9, h3, and h4). The device was evaluated by olympus, and the probe was broken 11 mm from the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it can be inferred that a likely mechanism causing the reported event could be the following: 1. Only the distal end of the probe was pushed forcefully against the tissue while the output was activating, or the output was activating while twisting the scissors with grasping the tissue. This caused the probe to have cracks. 2. A force was applied to the distal the probe, causing the probe to break at the cracks. However, the specific root cause could not be determined. The event can be prevented by following the instructions for use which state: ¿ activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. ¿ do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. ¿ do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of the sonosurg curved scissors broke during the first use in a therapeutic laparoscopic cholecystectomy procedure. The broken part has been collected- the recovery method indicated was surgical wherein a forceps was used to remove the fallen and broken device. It is unknown when it fell off intraperitonally. As it may have fallen off inside the body. The same product was used to complete the procedure. No diagnostic intervention was undertaken. No health damage was reported.